Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is not available for this system at time of filing. No parts have been received by the manufacturer for evaluation. No parts returned for analysis

Event description:
Information was received from a health care professional via manufacturer representative regarding a navigation system's spine clamp being used for a sacroiliac and thoracolumbar procedure. It was reported that the spine clamp was slightly stripped/damaged. The surgeon was still able to engage the screw onto the spinous process. There was a reported delay to the procedure of less than 1 hour due to this issue and there was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.